Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: germany. When using the mucotom, brass shavings peeled off from the blade. After removal of the gingiva on the palate, the wound must intensively be cleaned. In september 2015 was another mucotom submitted with the same problems. After examination of this brass cylinder, you recognize on both sides chamfers.

Manufacturer narrative:
Investigation: due to loud running noises, caused by a broken ball bearing, the device is not working according to the specifications. The gb270 is also in a used condition, signs of a third-party repair can be found (taped labeling). A functional test could not be carried out. The blade is sticking in the guiding rail. After dismantling, significant burrs were found. Furthermore, significant abrasion areas can be found at the blade rail. Obvious the cutting hat has not been dismounted before reprocessing. Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Corrective action: according to sop (B)(4) a CAPA is not necessary.